Manufacturer narrative:
Concomitant medical devices: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
It was reported the patient had experienced his legs being much weaker during some parts of the day than other times. The patient had just gotten a refill and the doctor was ¿surprised how much medication was left in the catheter because it was going to take 240 hours for that catheter medication to dispense.¿ the new medication wouldn¿t take effect until that 240 hour mark. The patient questioned if he¿s was getting some of the new medication mixed with the old medication. The patient was not complaining, the medication was doing its job, but ¿it¿s doing it too well sometimes.¿ in reference to the medication in the pump, it was reported the patient moved from ¿level 4 to level 8. The new medication was 1 to 4 and they couldn¿t turn the new medication down lower than 4.¿ the type of medication being delivered via the device system was baclofen. Additional information has been requested regarding the event¿s outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.